Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have blade damage at the base of the blade. Both of the blade edges were indented. The blade indentation did cause the cut test failure and caused the blades not to open or close properly. The cutting edge had corrosion that would have contributed to the blade damage or cutting failure. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that there was a limited or imprecise motion issue with a da vinci product. The customer reported event has no report of patient injury.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon noticed that the monopolar curved scissors (mcs) instrument was not properly closing. This caused the surgeon to not be able to cut tissue effectively. The procedure was completed with no patient harm.

Manufacturer narrative:
Correction: refer to b5. Describe event or problem for updated complaint summary.